Event description:
Soon after the midline was inserted, the nurse noticed a leak approximately at the 5cm mark. The line was successfully pulled out intact. There was no indication of injury or harm on patient. Sample was discarded.